Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.1, lab: 1.7. Date: (B)(6) 2011, inratio: 2.5, lab: 1.5. Comparison done within 5 minutes on (B)(6) and within 20 minutes on (B)(6) 2011. Patient's target therapeutic range is 2.0-2.5.

Manufacturer narrative:
Investigation pending.